Event description:
Greetings I need help pursuing my complaint against u. S. A. Fisher & paykel healthcare, inc. I used there flexifit 431 full/face for my CPAP machine. This mask has injured my face permanently. I'm suffering from permanent facial disfigurement, pus sores and extremely facial rashes. The disfigurement has caused me to suffer a loss of dignity. I used the mask as they instructed. For over 2 years and now my face is disfigured badly. Please file this complaint asap!.